Manufacturer narrative:
Siemens has requested instrument log files for further investigation. Investigation will begin upon receipt of customer files. The cause of this event is unknown.

Event description:
Customer reported their rp500e gave a discrepant high thb (total hemoglobin) result for a patient sample when compared to the thb result generated on a non-siemens analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Customer provided instrument log files which were reviewed as part of this investigation. Based on the co-ox subcomponent and sample quality checks, aqc performance, lack of any co-ox related calibration drift or diagnostic errors leading up to and on the day of the escalated event, the co-oximetry optical subsystem responsible for the measurement of thb on rp500e system 60947 appeared stable and functioning as expected. Data did not suggest anything unusual about the co-ox behavior of this patient. The reported thb, based on measuring the blood cells as delivered to the co-ox slide cell, appear valid. The definitive root-cause for the higher thb is unknown. Pre-analytical sample condition(s) is most likely a contributor to the observed discordant thb value. The rp500e system is reported as active.